Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/15/2025, it was reported by a sales representative via (B)(6) that an ar-300b burr is damaged. The burr attachment was jammed and could no longer fit a burr inside of it. This occurred during use in a case, and the patient was not injured. The procedure could not be completed and had to be abandoned. Follow-up additional information from rep: "the case needed to be performed open instead of mis. We discovered the butt attachment wasn't accepting a burr when we tried to insert it into the attachment."

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-300b, burr attachment 2.35 mm. Serial: (B)(6), was received for evaluation. Visual inspection under a magnifier, noted that visibility into the shaft was obstructed as there was something lodged within. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion.